Event description:
Ous MDR - after an implantation period of about 19 months, a warning was shown notifying about a premature battery depletion. The device was electively explanted. No adverse patient side effects have been reported.

Manufacturer narrative:
Upon receipt, the pacemaker was visual inspected revealing burn marks on the pacemaker housing. It is reasonable to assume that these burn marks resulted from a surgery tool. The pacemaker was subjected to an electrical incoming inspection. During initial interrogation a warning message on the programmer was displayed indicating an elevated current consumption. Therefore, the pacemaker's memory content was analysed confirming this observation. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. There was no indication of a device malfunction. During the further course of the analysis the pacemaker was opened. The visual inspection of the inner assembly showed no anomalies and the battery was found to be still sufficiently charged. Subsequent investigations revealed a damaged capacitor, leading to an elevated current consumption depleting the battery. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be flawless. In summary, the clinical observation resulted from a damaged capacitor leading to the clinical observation. However, the therapy functions of the device were not compromised while implanted and in service. The manufacturing records document a flawless device production. It is therefore assumed, that the damage occurred after the device shipment, however the date of occurrence was not determinable.